Event description:
My essure was placed in (B)(6) 2012. (B)(6) 2013 was my fluoroscopy x-ray to confirm placement which went normally. Following the placement confirmation, I continued to have left lower abdominal pains, they were random and felt stabbing. I called my physicians office and was told this was common but should go away. Over the next few months the pain continued and worsened with each period. On november 23, 2013, I passed out due to low blood pressure and was taken to the ER with severe abdominal pain (I was having my second period for the month). The lab results showed I had an infection (wbc- 18) and a CT scan of abdomen and pelvis with contrast showed that my left essure device was out of my fallopian tube, through my uterine wall and into my pelvic tissue. After multiple antibiotics, I had a full hysterectomy on december 12, 2013 and was hospitalized for a day. I was unable to work from (B)(6) until (B)(6) as a result of this event.